Event description:
As reported for this event by the customer, during a therapeutic thyroidectomy procedure, the teflon pad of the device peeled back from the upper jaw. No piece of the tissue pad fell off. There is no harm or adverse impact to the patient. The procedure was completed with a new similar device. The functional mode at the time of the event was seal and cut mode 1.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
Addendum jul 26, 2022: there was no delay in the completion of the procedure. The patient did not need additional anesthesia. A probe damage error message was received for the device. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was found to be partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to the ultrasonic output with the grasping part closed without grasping the tissue. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.